Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and analysis was performed. No anomalies were found, however the outer insulation of the lead was extrinsically breached due to melting. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d154vwc implantable pacemaker cardio/defib (B)(6) 2007. (B)(4).

Event description:
It was reported at generator change the ventricular lead was extracted and replaced due to consistently rising impedances. No patient complications were reported as a result of this event.